Manufacturer narrative:
The unit received with the lock having both rotational and lateral movement and a residue buildup was present. The lock needed new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required. The device history record showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear over time/ improper handling. The definite root cause could not be reliably determined. Device identifier (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the rocker for the two pins of the mayfield head holder (xxx-headrest) were loose on an unspecified date. There was no patient injury/death alleged. Additional information has been requested.